Event description:
For this patient's gastric bypass surgery, the stomach was being stapled. On the second fire, the stapler cut like it should, but not all of the staples fired correctly. Some did not curve around the tissue completely. This caused some bleeding at the staple line and additional staples were needed. To our knowledge the stapler was used correctly and sales rep for the product was in the room at the time. The equipment used as follows: long45a stapler; stapler reload ref# 6r45b lot# g4ta65 exp 05-2015; wl gore seamgueard ref# 1bsgets45 lot # 7745328 exp 02/2013====================== manufacturer response for endocutter, endopath ets flex45======================they were present for the case; they are very anxious to get the product back to the company for follow-up evaluation